Manufacturer narrative:
Complaint (B)(4) was received on june 9, 2026. No device has been returned for evaluation. The manufacturer has requested additional information, including photographs of the reported skin injuries, patient information, treatment log files, treatment duration, cooling pad size, and treatment conditions. At the time of reporting, no device malfunction has been identified. Skin injury is a known potential adverse event associated with targeted temperature management and is described in the iqool system instructions for use. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status, steroid use, or high-dose vasopressor therapy. If warranted, use pressure-relieving or pressure-reducing devices under the patient to protect from skin injury. This event is being submitted out of an abundance of caution because the severity of the reported skin injuries cannot currently be determined based on the information available. Until additional clinical information is received and the reported injuries can be adequately assessed, the manufacturer cannot exclude that the reported events may meet FDA MDR reporting criteria. The investigation remains ongoing. A supplemental report will be submitted if additional relevant information becomes available. The information provided by braincool represents all the known information available at this time. Despite good faith efforts to obtain additional information, no further patient, product, or procedural details were available from the customer at the time of this report.

Event description:
Event description the customer reported that patients experienced skin burns on their backs following treatment with the iqool system torso cooling pad. No device malfunction was alleged. Limited information regarding the reported events was available at the time of reporting. No medical intervention was reported. Additional information has been requested from the customer.